Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however it is being reported to FDA as the complaint was received via user report. If product is returned, this case will be re-opened, an investigation will be conducted, and a follow-up report will be submitted after all investigation activities are complete. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which contained the following information: a high readings issue was reported with use of the adc freestyle libre sensor. Customer reported receiving sensor readings of 151 mg/dl, 127 mg/dl, 396 mg/dl compared to finger stick readings of 126 mg/dl, 112 mg/dl, 326 mg/dl respectively obtained on an unspecified meter. Customer indicated that the ratio between the finger stick and sensor values become greater as the glucose level increases. However there was no report of any symptoms, self-treatment or third-party medical intervention. There was no report of death or permanent impairment associated with this event.